Manufacturer narrative:
The device was requested for return and a replacement device was sent. An evaluation of the device on 02/09/2018 confirmed that this complaint is related to an issue identified on 01/19/2018 in which otherwise fully functioning pumps display a battery missing error notification, which can be caused by repetitive unplugging and plugging when the battery is fully charged. This situation can potentially lead to a therapy interruption. The user is notified of such malfunction via an audible and visual notification and is instructed via the instructions for use to contact their healthcare provider in order to receive a replacement device.

Event description:
On (B)(6) 2017, a distributor reported to medela (B)(4) that the motion + device was working properly with full battery and suddenly the alarm belled and ran out of battery. They connected the supply but the screen was white and the symbol of battery appeared full without suction. They waited for a while and the pump started to work again. They noticed that the pump was very warm.